Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer explained that they had contacted the tsc in the past for the jammed reagent loader, and the tsc specialist advised them to "flick it" to correct the problem. When the operator "flicked" the reagent loader, it moved and cut her finger. During troubleshooting, the tsc specialist discovered that the instrument had been initializing when the operator attempted to correct the jammed reagent loader. The previous call indicated that the instrument had been paused before the operator attempted to resolve the issue, which is the correct mode for the instrument when an operator needs to reach into it. The tsc specialist advised the customer to educate the laboratory staff about pausing the instrument or setting it in diagnostics mode before reaching into it, which the customer said they would do. A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse lubricated the sensor arm to prevent future reagent loader jams. The cause of the laceration to the finger was the operational context. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of a dimension vista 500 instrument lacerated her finger while attempting to correct a jammed reagent loader. The operator was treated with a tetanus shot, and the laceration was covered with antibiotic cream and bandaged. There are no reports of adverse health consequences due to the laceration to the finger.